Event description:
A malfunction was reported on the pump, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.